Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator/monitor, indicating that the device did not work during the synchronization function. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. Multiple good-faith efforts were made to obtain additional information regarding device contribution, but there is no additional information available. The customer was aware of the end-of-life terms, and the device remains at the customer's site. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is at the end of its life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator did not work during the synchronization function. There was no reported patient impact or injury.